Event description:
Related manufacturing reference number: (B)(4). Related manufacturing reference number: (B)(4) related manufacturing reference number: (B)(4). Related manufacturing reference number: (B)(4). New information noted during the procedure, the patient experienced atrial fibrillation and was cardioverted twice to resolve the arrhythmia. There was no allegation that the device triggered the cardioversion decision. The patient was in stable condition.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) slipped during mapping and a stretched helix was observed under fluoroscopy. A different lp was used to complete the procedure. The patient was in stable condition.